Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. Two flex cables were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient being treated for a nose bleed, the device powered up to a distorted display and patient information was not legible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.